Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2017-02125 & 1627487-2017-02126. It was reported the patient has not used her scs stimulation therapy in approximately four years. Subsequently, the patient's scs ipg battery depleted. In addition, the patient stated the system helped her pain originally but seemed to lose its effect. Follow up identified the patient had her entire scs system removed.